Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the balloon of the portex tracheal tube deflated slowly during patient use. There was patient involvement, and no patient harm/ adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. The complaint of the balloon deflating slowly can be confirmed. The probable cause is the pilot ballon coming in contact with a sharp object that created the hole in the pilot balloon. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.